Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz electronic venous clamp. The event occurred in the united states. Through follow-up communications, it was learned that the event occurred during weaning from bypass. The clamp was calibrated using priming solution. The problem occurred multiple times and was managed by using a manual line clamp. The pts tubing in use was a livanova pvc product. Livanova field service engineer was dispatched on site and replaced the involved clamp and its control unit. Log analysis for the date of the event did not reveal any error messages related to the reported event. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report about an electronic essenz venous clamp (evo), whose percentage opening value displayed on the control unit bounces back to 0.5% even though the user turned the knob to 0%. There is no report of any patient injury.